Event description:
During a procedure a maestro 4000 pod was selected for use. An error message "d06, temperature out of range" appeared and because of this error it was impossible to ablate therefore the procedure was cancelled. It was further reported that the ablation was performed with a different device and the procedure was completed successfully.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure involving a maestro 4000 system, an error message "d06, temperature out of range" appeared, because of this error it was impossible to ablate therefore the procedure was cancelled.